Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted damage consistent with an explant procedure. The outer insulation was wrinkled in several places, and the proximal edge of the distal shocking coil was separated from the medical adhesive. The helix was fully extended, with tissue entwined. Resistance tests were completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that during a routine device follow up, interrogation of the device showed the r-wave measurements had decreased significantly since implant. Pacing impedance measurements on this right ventricular (rv) lead had also decreased, and no pacing was observed at outputs of 7.5 volts. An x-ray was performed, which confirmed the rv lead was dislodged. The lead was explanted and replaced with a competitive lead. It was reported that the right atrial (ra) lead was damaged during the procedure, so the ra lead was also explanted and replaced. The new leads were connected to the chronic device, with good lead measurements noted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.